Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the battery stopped working so they had the implant replaced with a boston scientific battery on (B)(6), 2015. Patient stated they still have the leads in their back. Patient stated they are having an MRI of their back and they asked if it was compatible. Agent reviewed MRI information. Agent suggested that patient consult with her healthcare provider about having the lead wires removed or replaced. No symptoms were reported.